Manufacturer narrative:
(B)(4) date sent to the FDA: 5/12/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qamqzs, and no non-conformances were identified additional informtion: d9, h4, h6 additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcpb840d. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was predominately composed of microvoid coalescence, which is evidence of a ductile fracture mode. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 472 ¿g/m.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 04/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, g1 corrected information: d3, g1.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what is the current condition of the patient? No further information is available. Was there any other action taken for the prolonged time of the surgery? No further information is available. Did the procedure have to be converted to open? Originally it was a laparotomy. Did the patient need any different type of post op care due to the extended time of the procedure? No further information is available. Please provide the lot number for the involved device. No further information is available. Please provide the procedure name and date. Laparotomy. The date and procedure of surgery are unknown. Open surgery: the site of use is unknown. The needle was broken during suturing. The method of removing the needle is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used. During the procedure, the needle was broken at the swage part. The operation time was extended by one and a half hours. The broken needle piece was retrieved without problem no adverse patient consequences were reported. Additional information was requested.